Event description:
It was reported that the pulse generator exhibited elective replacement indicator (eri). The measured battery data initially was 0.95 v, 9 ua, 1.0 kohms and subsequently 2.79 v, 51 ua, 2.0 kohms. Daily trends indicated multiple false readings over the past month. The device reached eri in (B)(6) 2011. In (B)(6) 2010 the estimated longevity was 7.25 - 9.75 years. The device also exhibited loss of capture at high output. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.